Event description:
According to the available information, after implanting the static anchor, the surgeon gently pulled on the sling to ensure its secure placement in the membrane, and the suture broke or pulled away from the static anchor which was in the obturator membrane. A second altis was opened and successfully implanted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. Devices met specification prior to release. No trends were noted for complaints, and there were no capas that were confirmed in veeva to be associated. A nonconformance was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nonconformance. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.